Manufacturer narrative:
H-10: customer returned pt (b) questionnaire following company rep's visit. H-11: revised items a1, a2, a3, a4, b5, b7. This report was mailed in to FDA on: 9/12/97. The mfrs internal reference number is: 7-9954b-1-97. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an alcon laboratories, inc. Product is defective or has caused serious injury.

Event description:
Pt (a) prognosis was reported as good.

Manufacturer narrative:
H-10: customer returned pt (a) questionnaire following company rep's visit. H-11: revised items a1, a2, a3, b3, b5, b7. This report was mailed in to FDA on: 9/12/97. The mfrs internal reference number is: 7-9954a-1-97. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an alcon laboratories, inc. Product is defective or has caused serious injury.

Event description:
Pt (b) prognosis reported as good.